Event description:
It was reported that the patient underwent surgery on (B)(6) 2009 and an obturator sling was implanted. The patient experienced erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.